Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad rubber was intact. The down arrow button was unresponsive and the ok, up and contrast buttons responded appropriately. Investigators were unable to complete steps due to non-functioning buttons. There was evidence of keypad contamination found under the key contacts.

Event description:
The patient contacted animas on (B)(6) 2012 and reported that down arrow keypad button was unresponsive. The patient denied damage to the keypad. The patient reportedly wore the pump in a pocket and did not clean it. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.